Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) would not stay powered on when removed from the host bedside monitor. The customer tried using a known, fully charged battery, but the issue persisted. Holding the power button down would not result in a proper power down, but as soon as the power button was released, the bsm would power off instantly. The bsm worked fine when docked into the host bedside monitor and did not give any kind of error messages while docked. There was no patient harm reported. Investigation summary: the reported device was returned for evaluation and exchange. The customer's-reported issue was successfully duplicated, confirming a power supply issue. Testing with a different battery did not resolve the issue. The device only powered on when connected to the ac cradle (sc-170r). The evaluation of the returned device shows that this complaint is confirmed, and the root cause of the reported issue is due to power supply failure. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm-1753a: bsm: model #: mu-671ra serial #: (B)(6) device manufacturer data: 01/07/2020 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would not stay powered on when removed from the host bedside monitor. The bsm worked fine when docked into the host bedside monitor and did not give any kind of error messages while docked. No patient harm was reported.